Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited right ventricular (rv) lead noise and an increase in pacing impedance that reached out of range measurements of 2455 ohms. Pacing inhibition had been exhibited during a ventricular tachycardia (vt) episode. The rv lead was surgically abandoned and replaced. The crt-d was replaced due to therapy upgrade. No additional adverse patient effects were reported.